Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins was not working. As a result of what was reported, the phone number to the call center was given to the patient because the call center was closed for lunch. No patient symptoms were reported and no further complications have been reported as a result of this event.